Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not connected on bus. A field service engineer (fse) observed that auxiliary drawer 5-2 had failed, releasing 8 pockets from trays a and b. The pharmacy retained the pockets with medications. The fse released the remaining pockets, inspected trays, reseated the ribbon cable, and removed the back cover to inspect and adjust hardware as needed. Cabling between the main and auxiliary units was secure. Full diagnostics were performed, and the fse worked with the escort to reinsert the ejected pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary disconnected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.